Event description:
It was reported that the pump did not charge when placed screen-side up on the charging pad with the pad indicator solid green, and the pump did not power on when removed, consistent with a premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with a premature battery discharge in the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.